Event description:
The facility reports an arjo ltd. Representative was out at the facility. The customer requested he checks an ambulift that had reportedly dropped with a pt on it and the handle had spun around. There was no apparent injury sustained.